Event description:
Information received from the field does not address the patient's clinical status but notes "chatter". When the device was explanted, the physician noted an insulation breach proximal to the terminal pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received